Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (damaged connector) has been confirmed during evaluation and in the patient data flags. Belt connector was damaged. The root cause of the service code 204 was unable to be positively identified. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and that the belt connector was damaged.